Manufacturer narrative:
The returned sample was visually inspected upon receipt and it was found that there was bone wax on the quick disconnect luer off of the oxygenator. During the decontamination of the sample, the bone wax was removed. The line was leak tested and found to leak between the connection of the tubing and luer of the quick disconnect line at approximately 40 mmhg. The connection was then microscopically inspected. No damages were noted, but the tubing seemed to be loose within the luer. A review the device history records revealed no manufacturing issues. Although, a definitive root cause could not be determined, this complaint is confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the arterial sampling line leaked. The line was clamped off to stop the leak. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.